Manufacturer narrative:
Concomitant medical products: 5071-35 lead, implanted: (B)(6) 2012; 694758 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was undersensing, resulting in loss of bi-ventricular (bi-v) pacing. The patient was programmed to ventricle-only pacing and the lead remains in use. No patient complications have been reported as a result of this event.